Event description:
It was reported that before use, doctor could not pass a wire through the ureteral catheter due to the catheter kinked or has a narrowing at proximal end. They opened a new catheter.

Manufacturer narrative:
The reported event is inconclusive due to the condition of the sample received. Visual: received 3 photo samples. First photo sample shows top view of document titled "movement of goods". Second photo sample shows tigertail catheter enclosed within clear packaging. Third photo sample shows top view of product packaging of 8 tigertail catheters. Based on photo sample received the samples cannot be tested for the reported event therefore the reported event is inconclusive. A root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inappropriate package design. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "bard tigertail flexible tip ureteral catheter: do not reuse: contraindications - method for use: 1. Do not reuse. 2. Do not resterilize. Shape, configuration and principles the bard tigertail flexible tip ureteral catheter consists of the following items. Ureteral catheter: opened tip type, 1 tip eye material: polyurethane adapter: note: the back-end of these catheters is classified as for the right side (red marking) and for the left side (blue marking). Adapter: purpose and effects: these ureteral catheters of radiopaque are intended for use in urine drainage, collection of urine samples and pyelography with insert through the urethra into the ureter or renal pelvis. Direction for use: 1. Method of use: dispense after single use and do not reuse since the device is a disposable product intended only for single use. (1) placement without a guidewire 1) the ureteral catheter is inserted into the ureter under endoscopy. 2) the catheter adapter is secured to the terminal end of the ureteral catheter, and the urine drainage or retrograde pyelography is performed. 3) withdraw the ureteral catheter from the endoscope and the procedures are completed. (2) placement with a guidewire 1) the guidewire is inserted into the ureter under endoscopy. 2) the ureteral catheter is inserted over the guidewire and advanced into the ureter. 3) after withdrawing the guidewire, the catheter adapter is secured to the terminal end of the ureteral catheter, and the urine drainage or retrograde pyelography is performed. 4) withdraw the ureteral catheter from the endoscope and the procedures are completed. 2. Precaution for use: (1) inserting the ureteral catheter, especially without the stabilizing support of a guidewire, be aware that a malfunction may occur where the flexible tip may detach if excessive force is made in contact with the walls of the bladder, ureter or renal pelvis. Should the flexible tip portion of the catheter become detached, consider retrieval with an endourology grasping device (2) do not withdraw ureteral catheter while it is deflected in endoscopy. It is possible that the catheter may dissect or fracture. (3) avoid sharp bending. (4) do not over-tighten the catheter adapter. Over-tightening the catheter adapter may occlude the lumen of the catheter. Precautions: 1. Malfunction and adverse events: (1) malfunction: kink, damage or breakage, occlusion of inner lumen, insertion difficulty, removal difficulty. (2) adverse events: urinary tract infarction, bleeding, hematuria, allergic reactions to the device -hypotension/hypertension, pain, ureteral injury, renal pelvic injury - remaining of breakage piece, storage method and expiration date. 1. Storage: store in a dry, cool place, keeping away from heat, moisture and direct sunshine. 2. Expiration date: indicated on the direct package and outer carton." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, doctor could not pass a wire through the ureteral catheter due to the catheter kinked or has a narrowing at proximal end. They opened a new catheter

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.